Event description:
Intera oncology received a call from a physician on (B)(6) 2025, that a patient developed pseudoaneurysm at the gda/cath site. The physician determined that a pump explantation was needed. The patient had a covered metal stent placed on (B)(6) 2025. The patient's pump was emptied on (B)(6) 2025. The pump has not been removed yet, due to the patient need to stay on anticoagulation, but this is planned in the upcoming weeks.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Pseudoaneurysm is a known adverse event that is listed on the labeling of the intera 3000 pump and instructions for use.